Event description:
A pt who was implanted with apogee graft reported in 2008 having extrusion into vaginal canal. Additional information received in 2009 indicated the mesh was removed due to erosion, extrusion, infection, adhesions and dyspareunia.